Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hyperglycemia and stroke. The blood glucose level was 400 mg/dl at the time of event. Length of hospitalization was for 10 days. The patient was discharged on (B)(6) 2025. No further information available.